Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of homechoice cassette were found to have cracked tubing. The cracked location was not specified. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.